Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced deployment difficulties, and upon sensor removal, reported seeing only a partial sensor wire attached to sensor body. Patient sought no medical intervention. At the time of the call, patient reported feeling some discomfort from insertion, but noted that this was common.